Manufacturer narrative:
Concomitant product: balloon (2.0*40 coyote, boston scientific). (B)(6). During an interventional procedure powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 5-6 atm (five to six atmospheres). It was changed to a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. The target lesion was the left external iliac artery. The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 99%. An approach was made from right common femoral artery. A guidewire crossed the lesion and pre-dilation was performed with a balloon. After that a powerflex pro was delivered to the lesion and inflated. However it ruptured at 5-6 atm during the initial dilation and it was confirmed under angiography. Therefore the balloon was changed to another same-size balloon and a stent was placed. There was no removing the product from the hoop, difficulty removing the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or if there was any resistance/friction with other devices. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17467928 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity and a rate of stenosis of 99% may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During an interventional procedure powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 5-6 atmospheres. It was changed to a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the left external iliac artery. The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 99%. An approach was made from right common femoral artery. A guidewire (jupiter fc, boston scientific) crossed the lesion and pre-dilation was performed with a balloon (2.0x40 coyote, boston scientific). After that a powerflex pro was delivered to the lesion and inflated. However it ruptured at 5-6atm during the initial dilation and it was confirmed under angiography. Therefore the balloon was changed to another same-size balloon and a stent (express, boston scientific) was placed. There was no removing the product from the hoop, difficulty removing the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or if there was ay resistance/friction with other devices. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient.